Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 mg/dl at the time of the incident. The customer used glucose tablets to treat the low. The customer was at 338 to 348 mg/dl at the time of the call. The customer used manual injections an the pump to treat the high. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer had a bent set cannula causing the high. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.